Event description:
Complainant alleged that while attempting to pace a pt in cardiac arrest, the medics were unsure if the device was functioning. The pt had "been down" roughly 15 minutes before therapy began, and was damp from being at sea on a boat. Therapy was initiated on the docked boat and the medics were unable to see any visible twitching of the pt to indicate that the device was pacing the pt. However, the device appeared to respond to all input and no error messages were seen. The pt subsequently expired.